Event description:
It was reported that the pt experienced a loss of therapeutic effect following a fall. The pt fell multiple times in january and february. The pt did not seek medication attention. The stimulation was adjusted to provide better coverage. The pt noted that her hip "aches so bad it's hard to walk". The aching occurred whether the stimulation was on or off. The pt noted she could "feel stim at the unit in my stomach". The pt status was reported to be fair. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)